Manufacturer narrative:
This report is being supplemented to provide additional information in d9, please reference d9 for further information.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in (B)(6) 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to an olympus service center for evaluation. Inspection and testing found two sides of the grey lock levers and two sides of the metal clips were detached and missing from reprocessor connector side. The missing/detached metal clips and grey lock levers were not returned for evaluation with the device. In addition, there were white spots found inside the tube and there were scratches on the outside of the connecting tube, metal connector, and blue plastic connector. A review of the device history record was unable to be reviewed for this device since the manufacturing date could not be determined with the available information. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the event occurred due to external stress applied to the connecting tube which led to detached lock lever. The cause of the stress is considered to be force applied toward the wrong direction by the user. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device broke at the grey tabs and needed to be replaced. It could not be connected to the channel connector in the reprocessing basin. There was no procedural impact or patient harm associated with the event.